Event description:
It was reported that the insulin pump alarmed button error. Customer also received a battery out limit during normal use. Customer stated that the batteries were out of the insulin pump greater than duration allowed. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and no battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.